Event description:
Doctor placed implant in patient's right breast. Doctor began to infuse the implant with injectable saline using the saline implant fill kit. Doctor found that the valve was not working properly. She then asked for another implant which doctor was able to place and fill properly.